Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after impaction, the stem sat up proud and wouldn¿t fully seat. Stem extractors wouldn¿t thread into the implant to extract. Believed the bullet too inserter may have damaged the threads on impaction. There was a 30 minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> an examination of the returned femoral stem confirms the reported thread damage. A definitive root cause could not be determined with the information available. Depuy considers the investigation to be closed. If additional information is received; it will be evaluated and processed per depuy procedures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.